Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead 2011-(B)(6), 5076 implantable pacing lead 2011-07-(B)(6).

Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds. The lead was partially explanted and a new lead was implanted in a different location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, and analysis was performed. No anomalies were found; however, the overlay tubing of the lead was observed to have blood ingression. Continuity test was passed, electrically. No insulation breached was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.